Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set tape not sticking event on 11-mar-2026. The infusion set was in use for few hours and insertion site was lower back. Blood glucose level was high at the time of event for more than twenty-four hours and was treated by pump.